Manufacturer narrative:
Evaluation codes: method - results - a lens work order search was performed, and no similar complaint was found within the work order.

Event description:
It was reported that the patient had a micl 12.6 implantable lens implanted in the right eye (os) in 2008. As part of the study, the patient reported that he was experiencing some halo effect. See MFR #2023826-2009-00837 for the left eye (od).